Event description:
It was reported that the patient presented in the hospital after receiving inappropriate high voltage therapy due to noise on the right ventricular lead. The lead was explanted and replaced. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the inner coil was noted close to the connector pin crimp sleeve, consistent with fatigue. This fracture is consistent with the observation from the field of inappropriate shock therapy.